Manufacturer narrative:
.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported a damaged pump case, with moisture ingress. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.